Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that zimmer electric dermatome handpiece had a power switch that was broken. Additional clinical follow up determined that the issue was observed during a surgical procedure. During the procedure the initial device had a piece fly off and shoot across the room. At this time the surgeon requested an older alternate device be retrieved to complete the surgery. Initially, the surgeon tried to complete the surgery using the original harvest location but was unable to obtain any usable skin. An alternate harvest location was used and an acceptable graft was obtained. There was a delay of approximately 15-30 minutes while the alternate device was retrieved.